Event description:
The physician attempted to place a biodivysio 4.0 x 11mm stent in the proximal left circumflex coronary artery which was reported to be 4.0mm in size, 90% stenosed and excessively calcified. It was reported that the stent delivery system was prepped by applying negative pressure to the balloon port. The vessel was not predilated. It was reported that the stent was not able to cross through the proximal circumflex to reach the lesion, therefore the stent was not deployed. Upon analysis of the returned device, it was discovered during testing that there was a break at the hub location. Although requested, additional info has not become available.